Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that patient &#49665;d some problems with the pump not operating correctly.&#55316;here was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Follow-up #1; date of submission: 03/22/2017. The device has been returned and evaluated by product analysis on 03/01/2017 with the following findings. During investigation, due to continuous use, the black box data/histories for the event were overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within the required range and was delivery accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).